Manufacturer narrative:
The marksman microcatheter was returned for evaluation. As received, the flow diversion device was found to be within microcatheter with approximately 2.0 cm of the distal segment of the flow diversion device partially deployed outside of the catheter tip. Braid damage was identified on the remainder of the device inside the catheter lumen and the pushwire appeared to be kinked. The catheter was separated 29.5 cm from the distal tip and was found to be stretched and accordioned . The tubing material at the broken end exhibited jagged edges, exposed braid, stretching and necking. The clinical observation was confirmed. We are unable to definitively determine the cause of catheter separation; however, the broken end of the catheter exhibited stretching and necking which indicates that the microcatheter separated while exceeding the tensile strength of the tubing material. The damages on the pushwire and microcatheter indicate that the flow diversion device may have been advanced and pulled against resistance. Per our instructions for use (IFU), the user should: ¿discontinue delivery of the device if high force or excessive friction is encountered during delivery. Identify the cause of the resistance and remove device and microcatheter simultaneously. Advancement of the ped against resistance may result in device damage or patient injury. Never advance or withdraw an intraluminal device against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter. Movement of the micro catheter against resistance may result in damage to the micro catheter, or the vessel. In addition, a review of this device lot history record was conducted and no issues were identified. All products are 100% inspected for damage and irregularities during manufacture.

Event description:
Medtronic received information that during treatment of an aneurysm the distal segment of the marksman separated into two pieces. It was reported that the flow diversion device would not advance through the marksman microcatheter due to resistance, as the patient had moderate tortuosity. It was reported that the device and the microcatheter were removed from the patient. Upon removal the device was noted to be protruding from the tip of the microcatheter and the microcatheter was separated into two pieces. The microcatheter segments were removed successfully and a second device was used to complete the procedure. No patient complications were reported.